Event description:
Reporting status: serious injury - permanent damage - medical intervention, reporting rationale: stent dislodgement requiring medical intervention. Additionally, the graftmaster device failed to treat the lesion, which resulted in a surgical procedure. Device issue: stent dislodgement. It was reported that the graftmaster was unable to cross the lesion. Upon withdrawal of the coated stent balloon, the stent dislodged from the balloon. A 1.5 mm balloon was passed through the nondeployed coated stent, and was inflated and withdrawn. After the dislodged stent was retrieved, the patient was sent to surgery for coronary artery by-pass graft (CABG). No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the instructions for use (IFU) clearly state that the stent graft should be removed as a "single unit". The IFU specifically states "do not attempt to pull an unexpended stent graft back through the guiding catheter; dislodgement of the stent graft from the balloon may occur". It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severly calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation.